Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of results 206, 161 and 245 mg/dl. The customer's expected fasting blood glucose test result range is 128-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/29/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: undisclosed.

Manufacturer narrative:
(B)(4). Product not return for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of results 206, 161 and 245 mg/dl. The customer's expected fasting blood glucose test result range is 128-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/29/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: undisclosed.